Event description:
It was reported that the user¿s freestyle libre 3 sensor was reading on the phone but not pairing with the ilet, which resulted in automated dosing stopping; troubleshooting determined that the sensor had been started in the libre app and therefore could not be paired to the ilet, and the advised solution was to start a new cgm directly with the ilet. Symptoms included interruption of automated insulin dosing resulting in hyperglycemia of 340 mg/dl. Outcomes included suspension of the ilet¿s blood glucose run until a compatible cgm was paired. Investigation included customer education on correct cgm pairing workflow and confirmation that a new compatible dexcom g7 would be paired directly to the ilet while removing the libre app from use. Investigation of this case revealed that the cgm pairing failed because the libre 3 was initialized in the manufacturer¿s app, which prevents pairing with the ilet and necessitates starting a new sensor with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incompatible initialization steps for cgm pairing.